Manufacturer narrative:
Device evaluated by manufacturer: the rotapro console device was returned for analysis. The console successfully passed all functional tests without any issues. However, it did not pass the visual inspection due to the front panel was not sitting flush, and a damaged electrical connector. Inspection of the remainder of the device, revealed no damage or irregularities. The reported unstable speed was not confirmed.

Event description:
It was reported that unstable speed occurred. A rotapro console was selected for use. During procedure, the speed was set to 170000 rpm. However, the rotation speed became unstable and reaches up to 190000 rpm in normal mode. The connection was checked, power on/off and replacement of an advancer but the issue persisted. The procedure was completed with another same device. There were no patient complications reported.

Event description:
It was reported that unstable speed occurred. A rotapro console was selected for use. During procedure, the speed was set to 170000 rpm. However, the rotation speed became unstable and reaches up to 190000 rpm in normal mode. The connection was checked, power on/off and replacement of an advancer but the issue persisted. The procedure was completed with another same device. There were no patient complications reported.